Event description:
I am a patient with type 1 diabetes who uses dexcom g7. Upon inserting the g7 sensors I experienced 4 subsequent sensor failures. Upon inserting the final sensor, I experienced a sharp pain on insertion. The device connected to my iphone and allowed warmup. Upon completion of warmup the sensor failed. Upon removing the sensor, the sensor wire was no attached to the dexcom and broke off in my upper right arm. Pt codes: 1994, 2687. Device codes: 1559,1261. Reference reports: mw5177318, mw5177319, mw5177321.